Event description:
As reported, "the patient was revised due to a broken stem."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a exeter stem was reported. The event was confirmed. Method & results: product evaluation and results: visual inspection of the returned device indicated that the fracture was observed at the mid-stem region. The femoral head remained locked on the stem trunnion. Plastic surface deformation consistent with micro-motion at the stem-cement interface was observed on the surfaces of the stem. This abrasion is indicative of cyclic stress-strain ultimately leading to fatigue fracture of the stem. Explantation damage observed on the body of the stem. -clinician review: a review of the provided medical information by a clinical consultant indicated: this patient sustained a fracture of his femoral component of his right total hip arthroplasty approximately nine years after implantation which required revision surgery. The root cause of this event cannot be determined with certainty. The causes are multifactorial including surgical technique factors, patient activity level and bmi, and implant factors. I can confirm that the patient underwent the primary total hip arthroplasty since I was able to view the x-ray with the fracture of the stem. I can only confirm that revision surgery was carried out, referencing the date of explantation in the product inquiry summary. [...] Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: visual inspection of the returned device indicated that the fracture was observed at the mid-stem region. The femoral head remained locked on the stem trunnion. Plastic surface deformation consistent with micro-motion at the stem-cement interface was observed on the surfaces of the stem. This abrasion is indicative of cyclic stress-strain ultimately leading to fatigue fracture of the stem. Explantation damage observed on the body of the stem. A review of the provided medical information by a clinical consultant indicated: this patient sustained a fracture of his femoral component of his right total hip arthroplasty approximately nine years after implantation which required revision surgery. The root cause of this event cannot be determined with certainty. The causes are multifactorial including surgical technique factors, patient activity level and bmi, and implant factors. I can confirm that the patient underwent the primary total hip arthroplasty since I was able to view the x-ray with the fracture of the stem. I can only confirm that revision surgery was carried out, referencing the date of explantation in the product inquiry summary. [...] No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported, "the patient was revised due to a broken stem." Update: issue was noticed on radiographs taken when patient presented acutely with pain and inability to bear weight. "The patient presented with pain and difficulty bearing weight ten days following a fall. The pain was getting progressively worse. He had no pain in the limb prior to this. His original thr was done on (B)(6) 2013".

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a exeter stem was reported. The event was confirmed via clinician review of the provided medical records. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: this patient sustained a fracture of his femoral component of his right total hip arthroplasty approximately nine years after implantation which required revision surgery. The root cause of this event cannot be determined with certainty. The causes are multifactorial including surgical technique factors, patient activity level and bmi, and implant factors. I can confirm that the patient underwent the primary total hip arthroplasty since I was able to view the x-ray with the fracture of the stem. I can only confirm that revision surgery was carried out, referencing the date of explantation in the product inquiry summary. This implant should be submitted to stryker engineers for analysis to determine if any defects are present. Root cause: the root cause of the material failure cannot be determined. The inciting events leading to the material failure were 2 patient falls -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of the provided medical information by a clinical consultant indicated: this patient sustained a fracture of his femoral component of his right total hip arthroplasty approximately nine years after implantation which required revision surgery. The root cause of this event cannot be determined with certainty. The causes are multifactorial including surgical technique factors, patient activity level and bmi, and implant factors. I can confirm that the patient underwent the primary total hip arthroplasty since I was able to view the x-ray with the fracture of the stem. I can only confirm that revision surgery was carried out, referencing the date of explantation in the product inquiry summary. This implant should be submitted to stryker engineers for analysis to determine if any defects are present. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported, "the patient was revised due to a broken stem." Update: issue was noticed on radiographs taken when patient presented acutely with pain and inability to bear weight. "The patient presented with pain and difficulty bearing weight ten days following a fall. The pain was getting progressively worse. He had no pain in the limb prior to this. His original thr was done on (B)(6) 2013".